Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump and was instructed to continue using the pump, with the advice to call back if the malfunction recurred. The caller acknowledged and understood the instructions.